Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and two suprarenal aortic extensions. An annual computed tomography was done in 2014 and showed a sac regression of over 1cm from previous implant. The patient was imaged again this year, 2015 and the sac is enlarging. After examination of the computed tomography the diameter of the stent is open to max of 4.5cm and a possible endoleak 3b tear in the fabric. The physician is planning to realign the existing device with a new device. No patient injury.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. Based upon the investigation, the root cause appears most likely to be the result of the stent fracture identified in the clinical review, based on the limited clinical information.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and two suprarenal aortic extensions. An annual computed tomography was done in 2014 and showed a sac regression of over 1cm from previous implant. The patient was imaged again this year 2015 and the sac is enlarging. After examination of the computed tomography the diameter of the stent is open to max of 4.5cm and a possible endoleak 3b tear in the fabric. The physician is planning to realign the existing device with a new device. No patient injury. Additional information: the physician elected to treat the patient on (B)(6) 2015 with a bifurcated and a suprarenal aortic extension. After procedure patient came in for a follow up on (B)(6) 2016 and the computed tomography noted no endoleak. Patient is doing well.